Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a revision of the left lead due to high impedance/out-of-range failure. The patient was unable to initiate therapy. There was no report of patient harm or injury. During the revision procedure, the left lead was observed to be fractured. The lead was removed, and a new lead was implanted without complication. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
Mml # (B)(6). The lead assembly was received for analysis. Visual inspection of the lead under a lab microscope revealed rounded, fractured coils across all coils, approximately 3 inches below the distal electrode #4. The lead failed functional testing due to the fractured coils. The out-of-range was confirmed due to fractured wires. H6 was updated.

Event description:
It was reported that the patient underwent a revision of the left lead due to high impedance/out-of-range failure. The patient was unable to initiate therapy. There was no report of patient harm or injury. During the revision procedure, the left lead was observed to be fractured. The lead was removed, and a new lead was implanted without complication. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).